Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated the computer/analog pca being shorted. The root cause for the shorted ca board could not be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.